Manufacturer narrative:
(B)(4).

Event description:
The physician implanted two resolute integrity drug eluting stents to treat a lesion in the mid lad. The devices were removed from packaging per IFU and inspected with no issues noted. No resistance was encountered when advancing the devices and excessive force was not used during delivery. The devices were fully expanded during deployment with no issues noted. It was reported that less than 2 hours post implantation of the stents the patient was reported to have experienced acute stent thrombosis in the newly deployed stent. The patient was on dapt when the thrombotic event occurred. The thrombus was treated by repro, balloons and another stent. No further patient complications were reported.